Manufacturer narrative:
Patient weight is unavailable from the facility.

Event description:
It was reported that during a lead extraction procedure to remove 2 pacing leads (ra, rv), a perforation occurred. Reportedly, a spectranetics visisheath was used in conjunction with a glidelight device to remove both leads. After the removal of the leads and the devices, the patient blood pressure dropped and a tear to the subclavian vein was identified approximately 1 cm past the clavicle. A thoracotomy was performed and the injury was successfully repaired with a suture. Patient outcome was good.